Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s911usqu6eyi7. Hardware: sm-s911u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room including an ambulance ride for hypoglycemia on (B)(6) 2025 and discharged the following day, (B)(6) 2025. Prior to the ambulance coming, the patient exhibited slurred speech, significantly delayed response times, and was not responding appropriately during a phone call with insulet product support. Out of precaution, emergency services (911) were contacted to assess the patient's condition. While wearing the pod, the patient's blood glucose levels declined to 50 mg/dl within a 4 to 24-hour window. During ambulance transport, the patient was treated with glucose tablets. He reported feeling lightheaded and shaky at the time of the incident and confirmed he was wearing the pod. The hypoglycemic event was attributed to the patient not consuming sufficient food to match the bolus dose he had self-administered.